Event description:
Complaintant alleged that during biomed testing and routine preventative maintenance of the device, a "defib disabled" message was observed when the device was placed in defibrillation mode. The complainant indicated that there was no pt involvement in the reported malfunction.